Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed high defibrillation threshold test (dft) measurements and low shock impedance measurements less than 20 ohms in the triad configuration. The daily measurements show shock impedance measurements in the 40's which had increased from 35 ohms at the implant procedure. The shock impedance measurements were normal in the other configurations. It was noted that a competitor's subcutaneous adapter was utilized and is likely plugged into the proximal port and the proximal coil is capped. At this time, the patient will continue to be monitored. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Additional information was provided which noted that this device was later explanted to upgrade the patient's therapy. It was noted that the non-(B)(4)sub-cutaneous array defibrillation lead was fractured. The leads were tested separately via the pacing system analyzer (psa) and the low shock impedance measurements were confirmed to have been caused by the non-(B)(4) array lead. No adverse patient effects were reported.